Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the patient's use of the ventilator, there was abnormal noise and the ventilator could not be used. The nurse replaced the ventilator and this device was reported for repair. No health consequences or impact.